Event description:
It was reported the patient¿s implantable neurostimulator (ins) was scheduled to be replaced and that when the ins was removed, ¿it was noted the patient had purulent fluid within the pocket of that generator¿ and that ¿given her infection history, the decision was made to not reimplant at that time and to treat her with intravenous (IV) antibiotics.¿ the patient¿s physician further reported that ¿six to eight weeks later, the patient went back for reimplantation and at that time there was no gross infection noted and the patient had reimplantation of her pulse generator.¿ the physician reported the patient had ¿done well and had not had any ongoing infection issues¿ as of their last follow-up with the patient. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. (B)(4).